Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  a month or two ago, they noticed pain where the ins is located a sharp, like burning pain that only lasts a few seconds but it comes and goes. Pt said today they have been having it off and on, it's like burning, it lasts only a few seconds then comes back in a minute. Pt said they are very sore back there, they massage on top of it which relieves the soreness a little bit the soreness then they are fine. Pt said they have called their doctor, they spoke with the nurse practitioner, like 2 weeks ago, they instructed the patient to bring down the number to see if it releases. Pt said they were at 4.7 and doing well with their symptoms, so they brought the number down to 3.2 and left it there for a whole week but they still doing the same thing (pain). Pt said, then, they started going on themselves so they increased back up. Pt said the nurse practitioner told them to call medtronic. Reviewed pt has the potential to try decreasing stim, try another program and they can turn stim off to see if the pain goes away. If those steps do not resolve the pain it may be a medical issue and recommended they work with their doctor to resolve it. Pt said they will try turning stim off and/or try other programs and work with their doctor to resolve it. No further complications were reported/anticipated at this time.